Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient ID, date of birth, and weight are unknown). According to the complainant, nine minutes into the procedure, a fluid loss alarm occurred with a 10cc fluid loss at a rate of 9cc/min. It was reported that the raytek gauze within the patient's vagina was wet at the time of the fluid loss. The procedure was completed. It was reported that some bleeding at the patient's cervix occurred and a small superficial burn to the cervix. No treatment was administered to the burn. Post procedure, the sheath was not examined for puncture holes or damage. Additional follow up information from the physician reported that no over dilation occurred and the patient's anatomy was normal. A cervical leak was noticed after the fluid loss alarm error message occurred. The physician moved the sheath in a left-to-right motion to obtain visualization of the cavity. Some fluid and blood flowed from the cervix due to the procedure. No significant amount of bleeding from the cervix occurred. The physician reported the burn as one contiguous area which ranged from the posterior cervix to the posterior fornix of the vagina. The burn was 2 cm x 2 cm in size and second degree in severity. The physician flushed the affected area with cold saline. No additional treatment was administered. The information is unavailable as to whether or not any holes or damage were observed on the sheath. There were no further complications reported with this event. The condition of the patient is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.